Manufacturer narrative:
Additional information- continuation section information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: -, ubd: unknown, UDI#: unknown a medtronic representative went to the site to test the equipment. Testing revealed that the door switch assembly/sensor was replaced as the reported issue was reproducible. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Img code updated to g03012 to reflect the concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, lot/serial #: (B)(6) rev. C h3) the cable door assay was returned for analysis. Visual inspection confirmed damage hardware. A damage sensor assembly was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0709 was coded for the pendant not reflecting that the gantry was closed. A150204 was coded for the opening/closing issue with the gantry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was having difficulties opening/closing. It did not seem as smooth as usual. The pendant did not ever reflect that the gantry was closed. There was no patient involvement.